Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual increase in pacing impedance measuring above 3000 ohms. Boston scientific technical services (ts) was consulted and high pacing thresholds as well as loss of capture on the lv lead was noted. Further in office review of the lead was recommended. No adverse patient effects were reported. This lv lead remains in service.